Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 458 mg/dl and the current blood glucose level was 503 mg/dl. Customer¿s blood glucose level was 700 mg/dl. The customer also reported that they were hospitalized due to pneumonia on (B)(6)2019. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Customer reports the following symptoms like shaking really bad. Based on customer¿s report customer does not allege insulin pump was under delivering. The insulin pump and the reservoir was not returned for analysis.